Manufacturer narrative:
The customer's cobas h232 analyzer was provided for investigation. Investigations were performed using native and spiked patient samples on retention test strip material, the customer's cobas h232 analyzer, and an e2010 analyzer. The displayed results of all measurements and the e2010 analyzer results fulfill requirements, but the customer's cobas h232 analyzer indicated information of elevated tnt during measurements with a native blood sample.

Manufacturer narrative:
A specific root cause could not be determined. Further investigations of the customer's cobas h 232 analyzer were performed. The optical unit of the analyzer was investigated for contamination and no abnormalities were found. Measurements were performed with retention test strip materials and the issue could not be reproduced on the customer's cobas h 232 analyzer. Test strip materials from the customer were provided for investigation and measured using the customer's cobas h 232 analyzer. Investigations determined that only when the customer's test strips were used on the customer's cobas h 232 analyzer, the analyzer alerted the user of an elevated tnt, but measured a negative value (<50 ng/l).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t quantitative (tnt) on a cobas h232 analyzer. The cobas h232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. Two samples were collected from the patient at the same time. The first sample was measured on the cobas h 232 analyzer, where it resulted as 50-100 ng/l. The 50-100 ng/l result was reported outside of the laboratory. The second sample was tested on a siemens advia centaur analyzer, resulting as 0.00 ng/l. Based on the cobas h 232 result, the patient was sent to a hospital emergency room. A new sample was collected from the patient at the hospital where it was tested on an unknown instrument. This sample had a tnt result of 0.00 ng/l. The patient was sent to the hospital, but was not adversely affected. The cobas h 232 analyzer serial number was (B)(4).